Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. A broken hemostasis valve was reported, resulting in bleeding from the valve in two consecutive cases during the use of the peel-away sheath. There was no additional treatment other than replacing to a repositioning sheath. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
The investigation has been completed for the reported issue of access site bleeding. The device was not received for evaluation. The root cause of the access site bleeding was most likely damaged valve based on provided clinical information. As noted in the impella IFU: impella cp with smartassist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.